Manufacturer narrative:
Product ID: 8840, serial# (B)(4) product type: programmer, physician product ID: 8870aau01 serial# (B)(4) product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving baclofen (2000 mcg/ml at 169.31 mcg/day). The pump was previously delivering baclofen (500 mcg/ml at 169.31) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 it was reported that the drug concentration in the pump was changed from 500 to 2000 during the pump refill yesterday around 9am, but there was no bridge bolus performed. The drug information was updated; however, the hcp bypassed the bridge bolus. The patient started to have return of symptoms around 2am today. It was currently around 2pm in their location. The hours remaining without programming a bridge bolus was determined to be 29 hours. With a modified bridge bolus, it would be 2 hours and 54 minutes. The modified bridge bolus was programmed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4) that reported that the brand of baclofen being used by the patient was gablofen. It was noted that the patient was not hospitalized subsequent to the event. No further complications were reported.